Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that the 3.5mm swivelock anchor, from an ar-1788j-cp internal brace implant system, broke during insertion. Surgeon removed all broken pieces and used an ar-2325bcc bio-composite swivelock to complete the case. This was discovered during an uclr procedure on (B)(6) 2022.